Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 600 (mg/dl) and diabetic ketoacidosis. While hospitalized the customer was treated with intravenous insulin, fluids and bicarbonates. A review of the pump history with tandem technical support showed a resume pump alarm that was cleared within 30 minutes. Troubleshooting could not be completed due to contact not being near customer at the time the event was reported; however, insulin was observed exiting the tubing. The customer was released from the hospital (B)(6) 2016. Multiple attempts were made to follow up with the customer; however, no additional information was provided.